Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, damaged bottom cover, head restraint wire and the sticky clutch was noted. The bottom cover and top covers were replaced, and the sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in february 2014, therefore, this type of physical damage found during the inspection is characteristic of normal wear and tear for the life of the device. A review of the archive was performed and the archive data shows system error 132 - (internal watchdog timeout), thus confirming the reported complaint. During functional testing, the platform was powered on and the system error, out of service, revert to manual CPR error message appears on the display panel. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform ((B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.